Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the device was received in two pieces. The core wire was detached from the inconel connector proximal from where the hts (high torque sleeve) meets the core wire. The distal portion of the wire was returned within a non bsc catheter. Blood and contrast media could be seen present around the wire within the inner lumen of the catheter. Due to the high amount of blood and contrast media present, the distal portion of the wire was cut from the catheter. Microscopic inspection of the distal portion of the wire revealed tip damage and distal solder was missing from the solder joint. No other irregularities were noted with the distal portion of the wire. Inspection of the shaft separation showed evidence that the nitinol core wire was pulled from the inconel connector tube; the connector tube showed the presence of welds per specifications, however the nitinol core wire was pulled from the distal end of the inconel connector. Microscopic inspection with a light microscope was unable to determine weld witness marks on the inconel core wire where it was inserted into the connector. The nitinol core wire and inconel tube were sent for sem (scanning electron microscope) imaging, eds (electron dispersive spectroscopy), metallographic enchanting and the measurement of critical dimensions to analyze the validity of the welds. The inner diameter of the inconel connector measured 0.01007. The outer diameter of the core wire measured 0.0093. The core wire did not fracture, sem imaging determined that the inconel core wire had the presence of two witness marks from the laser welds. Nitinol from the core wire was detected in two weld areas. Eds detected solder present at the distal end of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire tip detached. The 95% stenosed target lesion was located in the mildly tortuous and moderately-severely calcified tibial artery. The 300cm journey guide wire was inserted into the patient, but was not able to cross the lesion. The physician opted to use a non bsc support catheter in order to cross the lesion, but was still unsuccessful. The wire was removed for a contrast injection. When attempting to place the journey back into the support catheter, the wire tip detached within the catheter. The journey and the support catheter were removed together, including the wire tip. The physician then attempted to cross the lesion with a v-18 guide wire while still utilizing the support catheter, but was not successful. The treatment was aborted. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire tip detached. The 95% stenosed target lesion was located in the mildly tortuous and moderately-severely calcified tibial artery. The 300cm journey guide wire was inserted into the patient, but was not able to cross the lesion. The physician opted to use a non bsc support catheter in order to cross the lesion, but was still unsuccessful. The wire was removed for a contrast injection. When attempting to place the journey back into the support catheter, the wire tip detached within the catheter. The journey and the support catheter were removed together, including the wire tip. The physician then attempted to cross the lesion with a v-18 guide wire while still utilizing the support catheter, but was not successful. The treatment was aborted. There were no patient complications reported and the patient's status is fine.